Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6(b), d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe. As per the investigation procedure there were no other observation. None of the observations. Are found to be potentially related to the manufacturing process.

Event description:
Healthcare professional reported right-side capsular contracture baker grade iii. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 20-nov-2024.

Event description:
Healthcare professional reported right-side capsular contracture baker grade iii. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right-side capsular contracture baker grade iii. Device remains implanted.